Event description:
A report of an uncomfortable pocket site was received. The patient had his generator relocated from this buttocks to a higher, more comfortable position. The patient is doing well.

Manufacturer narrative:
This is the final report.